Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device did not initially power up. The device was evaluated, and it was determined that the a/c cable had failed. The device's a/c cable was replaced to address the issue. There was no repair made to the device, and it will be scrapped. Additional findings not related to the malfunction/issue was damage to the oxygen (o2) connector, and the handle was missing on the device. The o2 connector was replaced, and the handle was installed to address these two issues.